Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra meter was not powering on. The following complaint was classified based on information obtained from the customer care advocate (cca). The patient reported the alleged issue began on an unspecified date/time prior to contacting lfs. The patient was unable to specify what diabetes medications or what action he took, if any, at the time the alleged issue began. At an unspecified date/time, the patient indicated he developed symptoms of excessive thirst and frequent urination after the alleged issue began; however it is unspecified what treatment, if any, the patient received as a result of the alleged symptoms. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject mete, there was no misused of the meter, used the correct test strips, and required no battery replacements; however the patient refused to provide whether the power button or test strip insertion powered the meter on. The alleged power issue was not resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Strip lot#) information was not provided.